Event description:
Per the customer, they had a canister fill up in a c/s with about 1550ml¿s of fluid and their canister gave them a reading of 28ml¿s of blood inside of it. The staff felt this was too low and mentioned similar canister numbers in other recent cases on the canister tech. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they had a canister fill up in a c/s with about 1550ml¿s of fluid and their canister gave them a reading of 28ml¿s of blood inside of it. The staff felt this was too low and mentioned similar canister numbers in other recent cases on the canister tech. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.